Manufacturer narrative:
This report is submitted on october 13, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts could not resolve the issue. The device was electively explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.